Event description:
It was reported that the needle came out of the customer's sensor. The needle did not retract into the needle hub. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors found both sensor needles were retracted inside of the sensor hub, no broken parts were observed. However, this complaint is against the insertion device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.